Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Cyclers home screen was very low and dim. It was identified that the cause for the dim display was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. The touch screen test passed and the functional/display test passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process related to the reported symptom code(s). In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler displayed a brightness problem during step four of set up and throughout their peritoneal dialysis (pd) treatment. The power cord was properly connected and the cycler was plugged directly into a three prong wall outlet that was shared with the modem. Another outlet was tried which did not correct the issue and rebooting the cycler did not correct the issue. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that an alternate treatment option was available. Upon follow up; the patient confirmed there were no adverse events or medical intervention required as a result of the reported event. The patient confirmed treatment was not completed, however; the cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, there was evidence of an internal short which was identified on the transformer on the inverter board.

Manufacturer narrative:
MFR rec'd date was inadvertently submitted as 5/10/2019 in the initial MDR. The correct MFR rec'd date is 5/14/2019.